Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose. However, the exact value was not provided. Reportedly, the customer declined to provide additional information regarding the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of (B)(6) mg/dl was observed on continuous glucose monitor (cgm) data. User made bolus requests while still having large amounts of insulin on board. Cgm alert 3 (cgm glucose reading below user¿s threshold) annunciated multiple times on (B)(6) 2018. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. Low bg levels may have been caused by over correction. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.